Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis cabinets displayed patient profiles twice for anesthesiologists. The patients involved were recurring outpatient patients who were not fully discharged from the system or removed after previous visits. During surgical procedures in the operating room, the patients visit ids appeared twice, resulting in duplicate visitor ids. This created a risk of anesthesiologists documenting on the incorrect visit ID, which subsequently caused issues for pharmacy documentation and workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.